Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth stat and troponin I stat assays on a cobas e 411 analyzer (rack system). Patient sample 1, tested with pth stat: the sample initially resulted in a pth stat value of 535.9 pg/ml, accompanied by a data flag and repeated as 27.26 pg/ml on a cobas e 601 analyzer. The initial questionable result was reported outside of the laboratory. Patient sample 2, tested with troponin I stat: the sample initially resulted in a troponin I stat value of 0.625 ng/ml, accompanied by a data flag and repeated as 0.387 ng/ml, accompanied by a data flag. The sample was then repeated two times on a cobas e 601 analyzer, resulting in troponin I stat values of < 0.100 ng/ml, accompanied by a data flag and 0.122 ng/ml. No questionable results were reported outside of the laboratory. The last results obtained on the e 601 analyzer were deemed correct. The pth stat reagent lot was 61762800 with an expiration date of 31-aug-2023. The troponin I stat reagent lot was 633175 with an expiration date of 31-aug-2023.

Manufacturer narrative:
Calibration data show some failed calibrations for both assays. Quality control data for troponin I stat show higher recovery on 03-jan-2023 and 04-jan-2023. Upon review of the alarm trace a sample liquid-level detection alarm was observed. The field service engineer checked the analyzer and replaced the reagent sipper, measurement cell, and all tubes of the probe and sipper. The customer performed calibrations on all reagents. Instrument performance check was run and was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.